Event description:
It was reported to boston scientific corp on 2/28/07, that a pt underwent radiofrequency ablation therapy for hepatic cell carcinoma. A percutaneous approach with the use of a metal guide was performed. A total of 90w for ten mins was achieved for ablation. The physician felt that the needle was getting stuck to something, so the device was withdrawn. Upon withdrawal, the complainant noted that 2.5cm concaved redness was observed at the entry site. The procedure was discontinued after the initial treatment and antiseptic was placed on the burn. The pt's condition is described as good.

Manufacturer narrative:
This device has not yet been rec'd by this MFR; consequently an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs.